Manufacturer narrative:
(B)(4). The device was returned to baxter and ana evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it during evaluation. The device was operating out of specification with respect to the reported symptom. The upper and lowe auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open stat to the door closed/set-loaded state and the lowe link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient involvement.